Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the reload came apart when attempted to fire. A normal tissue thickness was attempted. There was no excessive blood loss or extended time due to the issue. The reload was being held by the hospitals risk management.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: as per the additional information received, during lower anterior resection, when stapler being fired on sigmoid colon for resection, the device partially fired. The surgeon was able to partially squeeze handle. No injury. Patient is fine.